Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the left femoral for high-risk percutaneous coronary intervention (hrpci). It was reported the patient developed lower limb ischemia during pump support. The impella device was explanted due to hemodynamics and percutaneous coronary intervention (pci) could be performed safety. No further information was provided.